Event description:
A hospital in (B)(6) reported that a wire in the harness assembly of an iw910 mobile infant warmer was "burned out" causing an open connection. It was also reported that the infant warmer generated an e17 error code. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint upper harness and heating element were received for investigation. The devices were visually inspected for damage and were resistance tested using a multimeter. Results: one terminal, which connects a wire to the heating element, was found to be discolored and appeared burnt. The tab where the connector is inserted showed some signs of damage and corrosion. A section of the insulation on the wire was melted. There was no damage to the other end of the heating element terminal, which still creates a good connection. The resistance of the heating element was found to be within specifications. A lot check revealed no other complaints of this nature for lot number 051121. Conclusion: it is possible that corrosion or a loose terminal in the heater element caused increased resistance, resulting in a faulty connection and increased heat generation in the warmer head. The warmer displayed an error code and entered a fail-safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. (B)(4).